Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with two prodisc c vivo implants at c5-6 and c6-7 on (B)(6) 2024. Patient became symptomatic and received a facet injection in (B)(6) 2024 to no significant improvement. It was found that the patient had a previously unknown nickel allergy. A second surgeon removed the implants on (B)(6) 2025 and replaced them with a nickel free disc replacement device. A DHR review found no anomalies associated with the complaint. Complaint trending found the rate of complaints is at the lowest possible level of improbable. A review of the risk assessment found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. However, the calculated p2 value is above the limit outlined in the risk documentation and it will be updated. The implants were returned following the removal surgery and will be evaluated by exponent under their approved prodisc c device evaluation protocol. The report will be issued under (B)(4). Imaging was provided but no device malfunctions were visible. There were no anomalies identified during the complaint investigation. The implant removals were completed due to a patient nickel allergy. The submission is 1 of 2 devices involved in this event.

Event description:
A patient was implanted with two prodisc c vivo implants at c5-6 and c6-7 on (B)(6) 2024. Patient became symptomatic and received a facet injection in (B)(6) 2024 to no significant improvement. It was found that the patient had a previously unknown nickel allergy. A second surgeon removed the implants on (B)(6) 2025 and replaced them with a nickel free disc replacement device.